Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02199. It was reported the pt felt inadequate stimulation coverage of her low back pain and positional stimulation in her leg and abdomen since her implant date. She also reported she fell 5-6 weeks ago. Reprogramming efforts were unsuccessful in obtaining effective low back coverage. The pt reported she was unable to feel any stimulation above 19 ma. Diagnostic testing revealed low impedance readings on all lead contacts. An x-ray showed no anomalies with the system. It was reported the physician plans to perform surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.